Event description:
Overdelivery reported: the pump was programmed to infuse an unspecified hydration fluid at 10 ml/hr. It was reported that the 250.0ml bag was hung at 16:00 and completely infused by the 11:00 the following day. The physician was notified and orders to decrease the rate were rendered. There was no pt harm or adverse event reported. Though requested there was no add'l info available.